Event description:
Healthcare professional reported "left side rupture with "breastosis, and hypoplasia" and right side exchange with no complaint against the device." Healthcare professional later reported ¿lymphadenopathy, adenopathy in the left axilla.¿ ¿peri-prosthetic fluid.¿ "linguini" sign, related to a wide intracapsular rupture of the prosthesis.¿ this is for the left side device. The device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported " left side rupture with "breastosis, and hypoplasia", ¿lymphadenopathy, adenopathy in the left axilla¿ ¿peri-prosthetic fluid¿, and "linguini" sign, related to a wide intracapsular rupture of the prosthesis. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy, and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Event description:
Healthcare professional reported "left side rupture with "breastosis, and hypoplasia" healthcare professional later reported ¿lymphadenopathy, adenopathy in the left axilla.¿ ¿peri-prosthetic fluid.¿ "linguini" sign, related to a wide intracapsular rupture of the prosthesis.¿ this is for the left side device. The device has been explanted